Manufacturer narrative:
Manufacturing site: (B)(4). When the device was returned to the manufacturer, possible vessel tissue was found attached on the returned device and thus it became suspicious that vessel damage might have occurred; therefore, the date the manufacturer became aware of the event was considered the date the device returned. The sion blue guide wire was returned for evaluation. The tip for approximately 5 mm was shaped into a curve. The coil pitch was widened proximal to the ball tip where a yellowish white object was seized. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that bending stress generated with wire manipulation had caused the tip segment to become bent and the coil pitch to become widened so that a part of vessel tissue was possibly pinched by the coils. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; and, [malfunction and adverse effects] breakage of the guide wire, damage to a vessel.

Event description:
It was reported that resistance was met with an asahi sion blue guide wire during a pci to treat a 75-90% occlusion in the lad #8. The guide wire was re-inserted into a concomitant guide wire when resistance was felt so that it was removed from the vessel. The tip of the removed guide wire was found fluffed. A new guide wire was replaced and recanalization was successfully completed. There were no adverse patient effects associated with this even, and therefore, no additional intervention was performed.